Event description:
It was reported that during left ventricular lead implant, both leads attempted dislodged while slitting. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis results revealed there were no anomalies found and there was distal conductor had blood/body fluid (not obstructed). (B)(4) the full lead was returned and analyzed. Analysis results revealed there were no anomalies found and all conductors had blood/body fluid (not obstructed).